Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed to treat a non-union of an infected femur. The trochanteric fixation nail (tfn) was removed fully intact. The femur was irrigated and reamed with reamerirrigatoraspirator (ria). The surgeon then implanted an endoprosthesis hip, cemented. Intermedullary reamings from ria were sent to pathology. There were no reports of patient harm or surgical delay. This report is 1 of 3 for complaint (B)(4).